Event description:
Pt presented with trauma to the eye and required an enucleation procedure. Following the enucleation procedure, a frontalis suspension procedure was performed utilizing peri-guard. Due to inflammation and infection (organism = hemophilis influenzae), the frontalis sling was removed on 3/11/97. Pt was treated with erythromycin ointment to the incision and wound sites & experienced no further complications.